Event description:
During a lap cholecystectomy procedure the device jammed, unk what firing sequence. A piece from the mechanism fell into the pt. The piece was retrieved. Unk what piece was broken, or if the device was under any type of stress. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
H4: information anticipated, but unavailable at this time. 510(k) number is k050344.